Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death. The cause of death was reported as heart failure. It was reported that cardiopulmonary resuscitation (CPR) was performed, but was unsuccessful while in the hospital. It was reported pd therapy was ongoing at the time of death but it was unknown if the patient was performing therapy at the time of death. It was reported an autopsy was performed, however, the results were unknown. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). A review of the service history and the event history log was performed. Upon performing these reviews, no issues were found that could be related to the reported event. The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test and met electrical performance specification requirements. The device was tested and failed the hc rite functional test, however it was determined that the cause of the failure was not related to the reported issue. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue patient passing away. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.